Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a020503 captures the reportable event of packaging seal compromised.

Event description:
It was reported to boston scientific corporation that an cre pro wireguided dilatation balloon was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. Prior to procedure, the sterile product packaging was broken. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a020503 captures the reportable event of packaging seal compromised. Block h11: investigation results the returned cre pro wireguided dilatation balloon was analyzed, and a visual examination found that the pouch was ripped. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of packaging seal compromised was confirmed. The results of the analysis performed on the returned device found that the device in its original unopened pouch and after visual inspection it was found the pouch was ripped. These problems could be caused due to environmental factors during the transport or storage of the device, also an incorrect storage of the product, without the proper conditions could have induced the analyzed defects. The investigation findings and all information available concludes the most probable root cause is cause traced to transport/storage. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that an cre pro wireguided dilatation balloon was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. Prior to procedure, the sterile product packaging was broken. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.